Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to water leak in head unit, the image had dead pixels. A device history record review was completed, and no issues were identified. The most probable cause of the identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the high definition camera head had many dead pixels on the image. There were no reports of patient harm or involvement. This was reported to have occurred during installation.